Event description:
It was reported that the patient had a loss of the therapeutic effect. Patient had an MRI about four weeks ago. After th MRI, patient experienced an increase in frequency during the day and even more frequency at night. Symptoms were increasing. Patient reports for program 3 and 4 the stimulation is in the tailbone area. Program 1 was at 0.0 v in the pelvic floor area at 1.7. Patient had an appointment with doctor on (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.